Manufacturer narrative:
After inserting a battery, unit received with failed battery test, problem isolated to pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery, replace battery alert or replace battery now alarm due to the failed batt test alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer did not received a low battery alert prior to the replace battery alert. Customer stated the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.